Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 80 mg/dl at the time of the incident. The customer was at 112 mg/dl at the time of the call. The customer used orange juice to treat. The customer was most likely wearing the insulin pump during the incident. Customer believes the pump is over delivering due to the many lows they are getting. Troubleshooting was completed. The reservoir will not be returned for analysis.